Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that xenon lightsource (00mlx) was not turning on. The light and fuse were checked, and it was found that the light was turning on and both fuses were burned. There was no patient contact or surgical delay.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Evaluation of the xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the reported complaint of the unit blowing fuses is being addressed by internal quality plan and is not related to a manufacturing non-conformance. As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the customer later return the device. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.